Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). It was also reported that the patient's qrs was a bit wide and the device had poor wavelet matches. Reprogramming of the vectors showed better wavelet matches. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.